Manufacturer narrative:
The technician found the swivel on the brake casters were failing. The technician replaced the four casters to repair the stretcher.

Event description:
Information received indicates the brake is not working.